Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unknown handles (part# unknown, lot# unknown, quantity# 2.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an anterior spinal fusion, the two (2) hex adapters sheared off on subsequent attempts. The surgeon was attempting to place zero-p screws without torque adapter in dense bone. The action taken with the event was that the surgeon drilled deeper and switched to torque-limiting drivers successfully. There were no broken fragments generated. The procedure was completed without surgical delay. There was no patient consequence. Concomitant device reported: unknown zero - p screws (part#unknown, lot#unknown, quantity unknown). This report is for one (1) hex adaptor-qc. This is report 1 of 2 for (B)(4).